Event description:
On (B)(6) 2013, customer states via phone that during a cystoscopy with stent placement procedure, the table movement failed with both the hand and foot controls. The portable x-ray machine was brought in for a final film at the end of the case to confirm placement. No patient information is available except there were no injuries.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.